Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the eight l14 screws, part and lot number unknown. Initial reporter: phone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a fall on (B)(6) 2014, fractured femur, tibia and fibula. Three months later the patient had a fall and re-fractured his femur and the implant screws were broken into pieces. The hardware was removed and the fracture re-fixed by utilizing a nailing method this report is for eight unknown l14 screws for the dcp plate, 3 of which were reported to be broken this is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the screw has wear on the thread and at screw-head. Our investigation shows that the screw has wear on the thread and at screw-head. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It is likely that the wear and tear concerns to normal wear and tear during use. No product fault could be detected. Therefore this manufacturing evaluation is to be invalid from a manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Initial was reported as 8 unknown screws, 3 of which were broken, all three broken screws were received with part and lot numbers and have been filed under medwatch reports: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 8 of 8 for (B)(4)